Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 327 mg/dl. Cause of elevated bg level was unknown. Reportedly, customer was using lispro for insulin therapy. Bg was treated with intravenous fluids and manual insulin injections, and an unspecified medicine to prevent vomiting. Reportedly, customer left the ER 6 hours later with customer in stable condition (bg 325 mg/dl).